Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor phaco power" (no code available). A facility reported the system did not perform phacoemulsification properly during surgery. The torsional power setting was at 90% but it went only on 45%. The facility changed the tip, the handpiece and the cassette but it still did not function properly. There was delay of approximately 5 minutes while another system was set up. The procedure was completed with the other system and there was no harm to the pt. Add'l info has been requested.